Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had an unusual issue ¿ after applying blood to the test strip, the meter would countdown from 5 to 1, then ¿jump back up to 5¿ and not give a blood glucose result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred at 12pm on (B)(6) 2016. The patient informed the cca that they regulate their diabetes with an unspecified type of insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 20 minutes after the alleged product issue occurred, they developed the symptoms of ¿dizzy and shaky¿. In response to these symptoms the patient self-treated by consuming additional food and/or drink. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting, the cca was able to walk through resolving the issue with the patient. The patient refused a replacement meter and stated that the device was ¿working fine¿. This complaint is being reported because the patient was unable to obtain a blood glucose result on the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged meter issue began.